Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and troubleshooting found that the communication problems with the geo pc (geometry pc) application. The software, operating system, and application of the geo pc (geometry pc) were reinstalled, and the fault no longer occurs. However, the issue occurs intermittently, therefore it was decided to replace the control unit source, which distributes the voltage to the geometry section. The fse replaced the power & control power supply of the geometry (bad power and control module), and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements were not available. No patient or user harm was reported. Philips has started an investigation of this complaint. Philips has started an investigation of this complaint.